Event description:
It was initially reported that the patient underwent a replacement surgery of an artificial urinary sphincter (aus) due to unspecified issues. It was also stated that there was no problem with the device and the patient was doing fine. The rep indicated he had no further information regarding this event. It was later reported that an inflatable penile prosthesis (ipp) was received by the manufacturer for evaluation. Product information was modified accordingly. However, it was still unknown whether the initial report was on an aus or ipp. Posteriorly, it was reported that the patient underwent a surgery involving the replacement of an ipp, and no further information mentions the initially reported aus. Therefore, this complaint was changed to reflect the ipp replacement. Additional information was received which further solidified that the ipp was the device explanted. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was initially reported that the patient underwent a replacement surgery of an artificial urinary sphincter (aus) due to unspecified issues. It was also stated that there was no problem with the device and the patient was doing fine. The rep indicated he had no further information regarding this event. It was later reported that an inflatable penile prosthesis (ipp) was received by the manufacturer for evaluation. Product information was modified accordingly. However, it was still unknown whether the initial report was on an aus or ipp. Posteriorly, it was reported that the patient underwent a surgery involving the replacement of an ipp, and no further information mentions the initially reported aus. Therefore, this complaint was changed to reflect the ipp replacement. Additional information was received which further solidified that the ipp was the device explanted. No more information available at the moment. Should additional information become available, it will be provided. It was afterwards reported that according to the analysis performed there was a leak in the reservoir tube result of tool damage, and folds on the reservoir were observed which indicated fluid loss.

Manufacturer narrative:
Product investigation: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.